Event description:
As reported, during an ¿aortoiliac angio¿ procedure, a cxi support catheter separated into three pieces. During the same procedure, another cxi support catheter also separated. That event will be reported under patient identifier (B)(6). At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information was requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d4 = the returned complaint device is not a cxi-4.0-35-150-p-ns-0 as originally reported. The complaint device is an unspecified 0.018-inch, 150-centimeter cxi support catheter. Summary of event: as reported, during an ¿aortoiliac angio¿ procedure, a cxi support catheter separated into three pieces. During the same procedure, another cxi support catheter also separated. That event will be reported under patient identifier (B)(6) (1820334-2024-00467). No adverse effects or additional procedures for the patient were reported due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. Although a photo provided by the customer shows three segments of the separated catheter, only two segments of the separated catheter were returned to cook. One section measured 36.7-centimeters from the strain relief to the point of separation, and the other section measured 108.5-centimeters from the intact distal tip to the point of separation. Three marker bands were present on the distal segment. The lot number was not provided to cook, and a global shipment search was unable to definitively determine the lot. As such, the device history record (DHR) and complaint history could not be reviewed. The product IFU states ¿catheter manipulation should only occur under fluoroscopy.¿ the IFU also states ¿the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the IFU and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.